Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized due to filling/draining complications, and that the patient was being looked at for a possible infection. Follow-up with the pdrn revealed the patient presented to the emergency room on (B)(6) 2025 (symptoms began (B)(6) 2025) with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was formally admitted. The patient was treated with intravenous (IV) vancomycin 1500 mg daily, and IV unasyn 1500 mg daily (durations not provided). The patient¿s peritoneal effluent culture result returned positive for coagulase-negative neisseria bacillus and staphylococcus. Although the timeline of events is unknown, it was reported the patient¿s pd catheter (not a fresenius product) was removed and they were transitioned to hemodialysis (hd) utilizing a preexisting arteriovenous fistula (avf) without known issue. Per the pdrn, the patient attributed the peritonitis to a touch contamination event, but no definitive cause was provided by the pdrn. However, based on the pdrn¿s written response, there was no report of a fresenius device(s) and/or product(s) being deficient or malfunctioning in any way. As of (B)(6) 2025, the patient remained hospitalized and was recovering from the serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization, pd catheter (not a fresenius product) removal, antibiotic therapy, and transition to hd for renal replacement therapy (rrt). The patient attributed the peritonitis to a touch contamination event; however, no definitive cause was provided by the pdrn. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Neisseria mucosa is commonly found in the upper respiratory tract and is considered pathogenic in those patients with an impaired immune system. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There was no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized due to filling/draining complications, and that the patient was being looked at for a possible infection. Follow-up with the pdrn revealed the patient presented to the emergency room on (B)(6) 2025 (symptoms began (B)(6) 2025) with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was formally admitted. The patient was treated with intravenous (IV) vancomycin 1500 mg daily, and IV unasyn 1500 mg daily (durations not provided). The patient¿s peritoneal effluent culture result returned positive for coagulase-negative neisseria bacillus and staphylococcus. Although the timeline of events is unknown, it was reported the patient¿s pd catheter (not a fresenius product) was removed and they were transitioned to hemodialysis (hd) utilizing a preexisting arteriovenous fistula (avf) without known issue. Per the pdrn, the patient attributed the peritonitis to a touch contamination event, but no definitive cause was provided by the pdrn. However, based on the pdrn¿s written response, there was no report of a fresenius device(s) and/or product(s) being deficient or malfunctioning in any way. As of (B)(6) 2025, the patient remained hospitalized and was recovering from the serious adverse events.